Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, significant reduction of irido-corneal angles. On (B)(6) 2017, the lens was explanted and the patient's eye is currently stable. According to the customer, the dr. Plans to implant another lens. This case is under medical consult. As of the day of MDR submission, the lens not been returned.

Manufacturer narrative:
The lens was returned in liquid, in a lens case/vial. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).